Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 350cc saline prosthesis, catalog #3542655, serial #(B)(4), lot #262650. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis. The final fill volume of the prosthesis was 400ccs. Deflation was diagnosed through a physical examination post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate plus profile 400cc prostheses was performed on (B)(6) 2018.

Manufacturer narrative:
The device history record ( DHR) of lot number 262650 was reviewed on 4/21/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: it was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis. Upon receipt to mentor, the device contained no fluid. Brown material was observed within the device. White material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.5 cm within an area of siltex cracking on the posterior aspect. Lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent, siltex cracking and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and white materials observed. There is no evidence that the failures modes are related with manufacturing or product design. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).